Manufacturer narrative:
Correction to h6 medical device problem code of the initial medwatch. Medical device problem code 1183 - no display/image should have been selected with 1184 - display or visual feedback problem. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during device handling by the user, water invaded the scope connector, which caused abnormality on electronic parts. Subsequently, the suggested event occurred. The user may detect the event by handling the device according to the following instruction for use (IFU). - inspection of the air-feeding function; - inspection of the objective lens cleaning function. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU. - nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the air/water channel and did not produce an image. There was no patient involvement.